Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported malfunction was reproduced. Olympus confirmed that the foreign material came out of the subject device. There was no damage to the area where the foreign material was detected, and it was unknown if there were any deviations from the cleaning, disinfection, and sterilization (cds) steps provided in the instructions for use (IFU). However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had something stuck in the working channel, possibly a seed stuck right where the button attaches on the inside of the scope. The issue occurred during reprocessing. There were no reports of patient harm.